Event description:
It was reported that the user experienced persistent hyperglycemia while using a replacement ilet pump, with cgm and fingerstick readings reported as ¿high¿ and a fingerstick later documented at 325 mg/dl; the user disconnected from the pump, administered subcutaneous insulin by pen, and completed an infusion set and supply change (contact detach, 6 mm, 23" tubing), and later reported a nonresponsive wake/button requiring charger to wake the pump. Symptoms included feeling unwell during elevated glucose. Outcomes included the need for manual insulin correction and customer support follow-up. Investigation included complaint handling, product use review, and troubleshooting and education with confirmation of sensor connectivity and successful supply change. Investigation of this case revealed no device malfunction could be confirmed and that hyperglycemia occurred while the system had limited learning time on a replacement pump. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved with user-administered subcutaneous insulin and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.